Event description:
A pump declared an altitude alarm which did not result in an adverse impact on the customer's blood glucose level. The customer had experienced this issue with the same pump previously and was following precautions to prevent the alarm. Technical support resolved the situation by arranging to replace the pump with one that includes updated software. Customer will continue to use current pump.